Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed that approximately 3.5 cm of the needle tip was protruding out the distal end of the device and the plastic flag was not visible, confirming this complaint. The needle tip was intact, and several scratches were noted on the needle. It appears that the proximal end of the needle is pushed inside the shaft, and the plastic flag which helps load and unload the needle is not visible, indicating the needle was pulled out from the distal end of the device. This operation is beyond the design intent of this device; this device failure can be attributed to device misuse. The needle was unable to be removed from the device; therefore the full functionality of the device could not be tested. No other device issues or anomalies were noted, and actuation of the jaw lever found the jaws opened and closed as intended. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the when the customer attempted to pull the needle out of the expresssew ii without the hook the plastic cap that is attached to the needed became jammed in the gun. The procedure was completed using a like device. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).